Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 not turning on. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device will not turn on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not turn on. No additional information was provided. There was no patient involvement.